Manufacturer narrative:
The unit was not received for analysis due to patient contact; historically units have shown that the sheath will deform upon aggressive behavior or side-loading; this lot has a (B)(4) failure rate; a DHR review did not indicate a manufacturing issue.

Event description:
Dr. (B)(6) was doing first planter fascia case and during the procedure the plastic sheath began to peel away from the needle.